Event description:
It was reported by service report that the fowler would not hold weight. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler brake/clutch malfunction.